Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent/sample and did not generate en error message. No death or serious injury was associated with this incident.